Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device was removed due to infection. Final patient outcome was not reported. Additional information has been requested, a follow-up report will be sent when additional information becomes available.